Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis with the reported problem. The problem was confirmed using logs, log recorded recurring errors m-1 m-18 and c-30. During functional testing, the unit displayed error codes c-30 and m-11 when operating monopolar connector 2 and log showed c-00 and m-11. The probable cause of error was attributed to a faulty electrical component inside the generator.

Event description:
It was reported that during da vinci-assisted hiatal hernia surgical procedure, site had an error while using monopolar energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the generator was rebooted, switched out the monopolar cord twice, switched out instruments. The help desk guided to put on classic setting. However, it would not work on classic setting also. The procedure was completed under the classic setting.